Manufacturer narrative:
Skin overgrowth over the implant after a dislodged abutment is known to occur, considered in the risk management file and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure. These incidents do not involve serious injury and are not considered as safety issues.

Event description:
Revision surgery due to skin overgrowth over the implant. The patient was hit by a ball and the abutment fell off, implant still in situ.